Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter started reading inaccurately on (B)(6) 2015, although no results were provided for this. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She claimed that on (B)(6) 2016, she developed symptoms of ¿dizzy, headache [and] blurry vision¿ and she obtained an alleged inaccurately high blood glucose result with the meter of ¿95 mg/dl¿ compared to ¿40 mg/dl¿ on another (unspecified) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high results on the subject meter and reportedly developed a sign and symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.